Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump did have unresponsive buttons due to corroded keypad traces. The insulin pump also had cracked lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.